Event description:
It was reported that patient presented in the or for device change out due to normal eri. Lead was found to have externalized conductors. Patient was asymptomatic. The lead was tested, and no anomalies were detected. Patient will be monitored with routine follow-up.